Event description:
Burr broke during a lumbar laminectomy. The broken metal was removed, the area was irrigated and suctioned well. X-ray indicated that no metal remained. The pt was fine post-op. The malfunction is occurring below the frequency or severity that are usual for this device.